Manufacturer narrative:
Concomitant medical products: dtma2d4 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead undersensing during an atrial fibrillation (af) arrhythmia was noted on stored electrograms (egm). Approximately 3.5 months later undersensing during an af arrhythmia was noted on stored electrograms (egm) again. The ra lead remains in use. No patient complications have been reported as a result of this event.